Manufacturer narrative:
Product analysis: one fractured endoanchor was received for analysis. The reported device damage could be confirmed. Image analysis: the reported issue of the pigtail catheter becoming caught between the stent graft and one of the endoanchors was confirmed based on the images provided. It is probable that leaving the pigtail catheter in situ during the deployment of the endoanchors was a contributing factor to this event. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx endoanchor system was used prophylactically with an endurant iis stent graft during the endovascular treatment of a 55mm aaa. It was reported that during the index procedure, an endurant stent graft was implanted, and six endoanchors were placed prophylactically. An angiogram was then performed using a pigtail catheter. Following this, an attempt was made to withdraw the pigtail catheter; however, resistance was observed under fluoroscopy, and the physician was unable to remove it. Upon review of the live imaging, it was suspected that the catheter had become caught between the stent graft and one of the endoanchors. Several attempts were made to withdraw the catheter, without success. The radiologist was then able to remove part of the endoanchor by passing a wire through the back end of the endoanchor and snaring it from the opposite iliac to create a through-and-through system, which was used to push/pull on the back end of the endoanchor. The endoanchor was intentionally fractured to facilitate the removal of the trapped pigtail catheter. A tourguide sheath was inserted on each side and placed at the level of the endoanchor, which released the pigtail catheter. The broken section of the endoanchor was retrieved via an 18fr sheath. According to the physician, the cause of the event was related to user error by leaving the pigtail catheter in situ. No additional clinical sequelae were reported, and the patient is fine.